Event description:
Boston scientific received information that this right ventricular lead displayed low, out of range shock impedance measurements. A request for additional information from the local boston scientific field representative was made. The field representative was unaware of an action plan for the patient. There were no adverse patient effects reported.

Event description:
Additional information was provided that this clinical observation was found to be attributable to a device issue and not a lead issue. The device remains in service.

Manufacturer narrative:
Available information indicates the lead remains in service. Should additional information become available, this report will be updated.